Event description:
In 2004 the device became very warm, so the patient took the batteries out of the device. Patient reinserted the batteries and the device became warm again; the device's time also jumped ahead two hours. Patient also reported that in 2004 their blood glucose went high (<600 mg/dl). Patient blused 15 u of insulin at noon, 20 u at 2 pm, and 5 u at 6 pm - their blood glucose returned to normal at 10 pm (patient feels device is at fault for elevated blood glucose.